Event description:
The customer returned a colonovideoscope to olympus service center indicating the insertion tube was broken. Upon inspection of the customer¿s returned device it was observed, the auxiliary channel/jet tube (j-tube) had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to a crack on the scope body (s-body), water tightness was lost, due to damage on the up/down (u/d) knob, water tightness was lost, due to damage on the right/left (r/l) knob, water tightness was lost, due to deformation of angle shaft, water tightness is lost, the switch box had a dent, the air/water cylinder had no color, the suction cylinder had no color, due to a cut on the heat shrinking tube of the lock engagement (fe) lever, expected insulation capacity could not be obtained, due to deformation of the standard-connector, water tightness was lost, the plastic distal end cover (c-cover) had a scratch, the connecting tube was deformed and the connecting tube had buckling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the body (identified within the device as the "s-body"), up/down (u/d) angulation control knob, right/left (r/)l angulation knob, angle shaft, and scope connector. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.